Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implant procedure, she does not have crisp vision at near and intermediate range. I see little "bulls eye" around lights and my diamonds do not sparkle anymore". Additional information was provided that she cannot read in dim light, cannot see anything behind glass or any other shiny object, still sees bullseyes around any light (moon, headlights, lit candles, any light), and anything on my tv is always slightly blurry. There are two medical device reports for this file. This report is for the right eye.